Event description:
One of the tampons had no string [device physical property issue]. Case narrative: consumer's mother reported via e-mail that tampon had no string. No injury reported. Correction: physical product received 22 aug 2023. Product updated from tampax/tampons to tampax/tampons/compak/compak/super. Tampax/tampons/compak/compak is out of scope for MDR reportability.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
One of the tampons had no string [device physical property issue] case narrative: consumer's mother reported via e-mail that tampon had no string. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.